Manufacturer narrative:
Submit date: 4/30/2018. The incident sample has been requested but to date has not been received at the manufacturing site for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports cracks down side of syringes.

Manufacturer narrative:
Submission date: 08/22/2018. An investigation was performed for the reported customer complaint: ¿the customer reports cracks down side of syringes.¿ a review of the device history record (DHR) of the reported lot number 802925x indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. During the manufacturing of the syringe assemblies, syringes were visually inspected and physically tested. Control mechanisms are in place to prevent the occurrence and acceptance of damaged syringes during the syringe molding, assembly and packaging processes. These mechanisms include, but are not limited to: material verification/certification processes, periodic audits, dimensional specifications, machine maintenance requirements, and personnel training and certification. A lot cannot be released unless it passes all visual and physical testing requirements. Inspectors routinely examine the product to ensure it meets acceptable quality level (aql) sampling criteria. Inspections focus on damaged product or components, holes, splits, or cracks in barrel which permit leakage, leakage in fluid pathway, and luer tip not to specification. Testing for this component during production includes the plunger being exercised during the assembly process to distribute the silicone in the barrel and on the rubber tip. Leak testing is also conducted to ensure the syringe draws, holds and expels fluid properly. Molded component records were also examined with no issues noted. A review of changes to product and process has been conducted identifying no affecting changes related to this reported event. This syringe is intended to be a single use syringe and not qualified as a prefill syringe. One (1) unpackaged sample was received for evaluation. A complete investigation was performed. Visual inspection observed a large amount of a dried white powdery substance on the inside diameter. This indicated the issue was identified during use. A large crack, approximately 2 ¼¿ long was also identified in the barrel wall, lengthwise. Potential causes of the reported condition could include: if the barrel line ran empty, when filling back up, excessive force caused the barrels to hit one another, during further processing by the customer, or the user did not follow product instructions. Based on the available information, there is insufficient evidence indicating specifically that any of these scenarios occurred. The reported customer complaint is confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.